Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-03032. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6006558 have already been previously tested in the (B)(4) on 26/mar/2025. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report database 2132830 complaint test report. Device history record (DHR) review: the lot 6006558 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac m12, on 11/apr/2024, with a total of (B)(4) units. Assembling of quickset: the lot 4d00158 was manufactured according to the wi version 27 assembled in the quickset line, on 11/apr/2024, with a total of (B)(4) units. The lot 4d02476 was manufactured according to the wi version 27 assembled in the quickset line, on 15/apr/2024, with a total of (B)(4) units. Gluing tubing: the lot 4d00031 was manufactured according to the wi version 41 gluing in the line 8, on 02/apr/2024, with a total of (B)(4) units. The lot 4d002477 was manufactured according to the wi version 41 gluing in the line 8, on 13/apr/2024, with a total of (B)(4) units. The lot 4a04798 was manufactured according to the wi version 41 gluing in the line 4,5,8 on 30/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/mar/2025 against malfunction code 3 leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6006558 and another 1 complaint has been registered in database for the same lot 6006558 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leakage events from (B)(6) 2025. The leakage was at the quick release. No further information available.